Manufacturer narrative:
The actual device was not available for evaluation, but two companion samples were returned from two different lots (16c07h15 and 16d10h15). A batch review was conducted for both and there were no deviations found related to this reported condition during the manufacture of these lots. The samples were visually inspected and there were no issues identified. Functional testing was performed, but found nothing related to the reported event of connection issue. The devices met specifications and the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of event and therapy date was sometime in 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set could not be tightly connected with the minicap. This was noted after peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.